Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off due to low battery. During troubleshooting with tandem technical support, review of the pump history confirmed that pump was at 40% as of (B)(6) 2016 and had not been charged since. The user's blood glucose (bg) level was 387 mg/dl. The bg level would be addressed by the user changing the cartridge/infusion set and delivered a bolus.